Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal ligation to treat for esophageal varices procedure performed on (B)(6) 2025. During the procedure, the physician reported the band became tangled and would not deploy. The physician tried to flush the band with a syringe to try and get them to dislodge but was unsuccessful. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of band failed to deploy.